Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. There is no instructions for use for this product. The labeling was not reviewed as the product number is unknown. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the nurse noted that the catheter was not draining. The complainant alleged that upon "milking" the catheter, 500-600ml of urine returned. The complainant also alleged that the patient received a urinary tract infection due to the catheter not draining.